Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low volume alarms was not confirmed. Multiple requests for additional information were made to determine if the exchanged heartmate 3 system controller (serial number: (B)(6)) would be returned for evaluation; however, no response was received. The submitted controller event log file contained approximately 6.5 days of data ((B)(6)2023 ¿ (B)(6) 2023 per the timestamp). The log file data did not indicate any issues with the system controller. There were no notable alarms observed throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 09dec2019. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low volume alarms was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The speaker outputs were individually measured and the output of the speaker on the back of the controller was observed to be below specifications. No issues were observed while testing the speaker on the side. The speakers were visually inspected and debris was was observed to be covering the back speaker, which resulted in the reduced volume observed. The speaker was attempted to cleaned; however, the speaker contamination could not be completely removed. The controller operated in a mock circulatory loop without any issues or atypical alarms observed despite the low volume output on one of the speakers. The controller event log files contained approximately 6.5 days of data combined ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The driveline was disconnected on (B)(6) 2023 at 14:48:56 to exchange the system controller. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event was determined to be a contaminated speaker. However, the cause of the speaker becoming contaminated could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 09dec2019. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had been having issues with minimal system controller volume when batteries were running low. The patient could not hear alarms until the controller was running on emergency backup battery (ebb) power. A controller exchange was performed on (B)(6) 2023. Log file review found low power advisories and hazards associated with battery depletion.